Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad flex connector. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an intermittently unresponsive keypad. The blood glucose reading was 115 mg/dl. The customer stated that the device had fallen on the floor and now the esc button worked on and off. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.